Event description:
A device report from (B)(4), indicted a hosp in (B)(6) reported. Pt status post 95 deg dcs plate and screw implantation on (B)(6) 2011, returned to surgeon twelve (12) weeks after implantation. X-rays showed the plate was broken. Pt was returned to the operating room on (B)(6) 2011 and the hardware was removed. Pt was revised to pfn.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system. A device history records review has been requested.